Event description:
The dealer states a piece broke off of the axle tube and needs to be replaced. Additional non-reportable complaint for this device; the seat, back, casters, wheel locks, and handgrips are just being replaced due to normal wear and tear.